Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she attempted to bolus but when she pressed the up arrow button the numbers started to scroll. She took the battery out and tried to bolus but was unable to. Customer's blood glucose level was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.